Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-apr-2024, it was reported that the patient faced an issue with infusion set was leaking at the quick release. The quick release was tightly connected. The patient had reported a high blood glucose level. The blood glucose level at the time of issue was noticed as 250 mg/dl and goes up still. The infusion set was used for 1 day. No further information available.